Event description:
It was reported that there were no nursing staff in the room when the ventilator alarmed. When the ventilator alarmed, the staff member entered the room and noted that the patient's saturation was 80%, the ventilator was displaying the patient category symbol and was not functioning. The ventilator was displaying technical error codes indicating disabled valves, lost communication between breathing and monitoring subsystems, and an error in the internal memory. The ventilator was replaced. (B)(4).

Manufacturer narrative:
(B)(4).